Event description:
Medtronic received a report that after patient intubation the cannula size 3.5 was "out of site" and was "causing a lack of thoracic expansion". The patient was recannulated with a size 4 cannula.